Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with a failure due to battery was confirmed and reproduced. The root cause of this event was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review revealed that this device was previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with "failure due to battery." The reported condition occurred "upon power up;" it is unknown where it occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.